Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and the power enclosure was replaced. The power enclosure was returned to the manufacturer for evaluation. After functional testing, visual/physical examination and examination of similar product the reported issue was confirmed. The power conversion enclosure failed the bench testing due to a short. Another power enclosure was returned to the manufacturer for evaluation. After visual/physical examination the reported issue could not be confirmed. The power enclosure was returned unused. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that when the manufacturer representative powered on the system, the pendant said "system initializing, please wait". There was also a red x on the generator. No patient was present at the time of the event.